Manufacturer narrative:
The device was returned to zoll italy's service department, the malfunction was duplicated and the system board was replaced. The device was recertified and returned to the customer. The system board was returned to zoll medical corporation, united states. The malfunction was attributed to a faulty integrated circuit on the system board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was flickering and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll italy's service department, the malfunction was duplicated and the system board was replaced. The device was recertified and returned to the customer. The system board was returned to zoll medical corporation, united states. The malfunction was attributed to a faulty integrated circuit on the system board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll italy's service department, the malfunction was duplicated and the system board was replaced. The device was recertified and returned to the customer. The system board was returned to zoll medical corporation, united states. The malfunction was attributed to a faulty integrated circuit on the system board. Analysis of reports of this type has not identified an increase in trend.